Event description:
The reporter stated that the surgeon was loading or advancing a competitor's lens in a indigo-p injector, prior to insertion and the surgeon noticed the lens was getting damaged. He opted not to use the lens. The reporter stated that the cause of the lens tear was due jto the indigo-p injector. No patient contact or injury. This is one of two incidents for the same patient. See manufacturer report number 2023826-2006-00333 for the second incident.